Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred and there was no harm reported. The philips field service engineer (fse) visited onsite and found that the system was not booting up. Review of log files showed that host-pc did not startup. To resolve this issue, the fse replaced the host pc and hard drive. Installed new license file, rebooted 6 times and the system booted up properly. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the system was not booting up. The system was not in clinical use and no harm has been reported to philips. A philips service engineer inspected the system on site. It was identified that host pc was failing. The host pc has been replaced that the system was returned to use in good working order.